Event description:
An unremediated pump with software version 5.03.00 was returned to baxter for service. During product evaluation, the baxter technician reported an infusion pump with an inoperable stop button on channel b. There was no documented patient injury or medical intervention necessary associated with the reported condition. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the condition of a pump with an inoperable stop button on channel b was discovered. There was no stated root cause for this event. The pump head module on channel b was replaced to address the condition found during service. The pump was tested and returned within specification. This issue is currently being investigated under CAPA.